Event description:
New information noted that the right ventricular lead exhibited failure to capture and oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting oversensing noise. No changes or intervention was reported. There were no patient consequences.